Event description:
It was reported that a spectrum iq infusion pump was not detecting closed door. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "was not detecting closed door" was reproduced. A review of the event history log revealed multiple "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the worn upper latch pins(not recognizing a closed door). The latch pins required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.